Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the driving cap/threaded was broken from the distal tip, broken fragment was not returned for evaluation. Therefore, the reported condition can be confirmed. No other issues were observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. ¿a dimensional inspection was performed and met specifications. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the driving cap/threaded would contributed to the complained device issue. Design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part:03.010.523, lot:l277680, manufacturing site: werk bettlach, supplier: na, release to warehouse date:11 april 2017, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a2, d4 (exp. Date),d9. Corrected: h4. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the driving cap/impactor connection threads sheared off inside insertion handle during case rendering the impactor and handle inoperable for future use. The surgery was completed successfully with no surgical delay. There was no adverse consequence/s that affected the patient because of the reported event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.